Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 0, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer did not reset the pump within the last 24 hours, so technical support provided information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to follow up if the issue reappeared.